Event description:
It was reported that during a wedge resection procedure, three devices were used to resect right upper lobe of lung and malfunctions occurred in each device. Each device was fired with a reinforcement material, vicryl mesh. There was no feed back at the 2nd stroke of the firing. The device was removed with the manual release lever. The firing trigger was broken off at the firing of the device. The knife stopped on the way with an abnormal sound when the firing trigger ws grasped on the device. The staple of the proximal part were formed, but the tissue was not cut at each device. Finally, another device was used without any reinforcement materials for the lung parenchyma. The firing was completed without any difficulties. Also no leak was found at the leak test. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 05/05/2009. Information anticipated, but unavailable at this time.